Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga damage led to leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a chipped catheter hub of iagbc. According to the customer's report, the catheter hub was chipped, resulting in blood leakage.

Manufacturer narrative:
He following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 21-mar-2023. H.6. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22g insyte autoguard bc pro unit with no documentation to indicate the reference or lot number. Additionally, six photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit found that a portion of the inside wall of the catheter adapter near the luer hub was sheared. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. Damage to the luer may occur due to misalignment between the adapter and manufacturing equipment resulting in excess force to the wall of the adapter. Operators perform sampling per the quality plan to detect and mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga damage led to leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a chipped catheter hub of iagbc. According to the customer's report, the catheter hub was chipped, resulting in blood leakage.